Manufacturer narrative:
The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.

Event description:
It was reported that an instinct java screw broke approximately one year post-operatively. No further information is available at the time of this reported.